Event description:
It was reported that the patient presented in clinic with inappropriate shocks. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to incorrect interpretation of signal. Patient condition was complicated by an unrelated event and the ICD was deactivated. The patient passed away due to the unrelated event. Further information was requested but not received.